Event description:
Revision surgery - the insert post was broken seven years and six months after the primary total knee arthroplasty. The patient reported pain to the surgeon and a revision was implemented to replace the insert.